Manufacturer narrative:
Livanova (B)(4) learned from a follow up communication that test results are available, however, those were never received. It was stated furthermore that the heater cooler systems 3t are placed outside of the operation theatre and that samples are taken every two weeks and after the disinfection generally. The heater cooler systems 3t were not considered to undergo the deep disinfection procedure. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue.

Manufacturer narrative:
There is no known patient involvement. PMA 510(k). The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The device is currently still in use by the facility. However, the facility has isolated the device to prevent cross-contamination. The customer plans to return the unit to the manufacturer for deep disinfection. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacterium chimaera. There is no known patient involvement.